Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not working and the patient was concerned the pns lead had moved. Per the doctor's recommendation the patient had x-rays which showed no lead migration. A company representative met with the patient for reprogramming which was unsuccessful. Surgical intervention will be taken to explore the pns lead.

Event description:
Follow up information indicated the patient had an ¿explorative¿ revision of the pns lead to see if anything moved. An x ray was done, but had no evidence of migration. One lead was added to the patient's right groin area. Reportedly post-operatively the patient's programming covered the pain areas.